Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients lead had migrated after a fall. Surgical intervention took place where the patients lead was repositioned.